Event description:
When using the cutting jaws of the harvesting device to remove the saphenous vein for CABG, the pa notices that the plastic around the jaws of the tip was melting away from the metal. Per site reporter: manufacturer notified by cvor manager, this is the second similar event we have had.

Event description:
When using the cutting jaws of the harvesting device to remove the saphenous vein for CABG, the pa notices that the plastic around the jaws of the tip was melting away from the metal. Per site reporter: manufacturer notified by cvor manager, this is the second similar event we have had.